Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose due to insulin pump had insulin flow blocked alarm during bolus. The customer's blood glucose level was 216 mg/dl. The customer also had blood glucose of 594 mg/dl prior to the infusion set change. The customer stated that the took manual injection of insulin to control blood glucose level. It also reported that insulin exited without alarming. The insulin pump will not be returned for analysis.